Event description:
It was reported that on (B)(6) 2022, the targeting arm got stuck on the handle and broke when attempting to remove it. The procedure was completed successfully. There was no surgical delay and no patient consequences. This is report 1 of 2 for (B)(4). This report is for an insertion handle.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial reporter is j&j company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the insertion handle/ radiolucent short. A dimensional inspection was not performed for the insertion handle/ radiolucent short due to the design of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. A functional test was performed, the latch of the aim-arm radioluc was found broken causing assembling issue into devices. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the insertion handle/ radiolucent short was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: conforming. Dimensional inspection: n/a. Device history: part number: 03.043.018; lot number: 354p326; manufacturing site: haegendorf; release to warehouse date: 25 november 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. Product non-conformance jbl-nr-0011913 was opened for the finished device lot number, however, this nc is not related to the targeting arm getting stuck on the handle and breaking when attempting to remove it, but to the usage of an alternative glue for mounting the carbon part with the steel part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.